Event description:
It was reported that a stent dislodgement and stent damage occurred. A 2.25x32mm promus element plus stent delivery system (sds) was selected to treat the lesion. During unpacking, the nurse noticed that the stent was partially dislodged at the distal portion and the stent struts raised. The procedure was completed with another of the same device. No complications were noted and patient's status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: device analysis determined that the stent was not dislodged from the device. A visual and microscopic examination of the device found the device was returned with stent damage. Struts from the middle of the stent were damaged and stretched for a distance of 33 mm so the distal end of the stent was located over the distal tip of the device. This type of damage is consistent with the stent meeting resistance upon removal of the product mandrel/stent protector. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that a stent dislodgement and stent damage occurred. A 2.25x32mm promus element plus stent delivery system (sds) was selected to treat the lesion. During unpacking, the nurse noticed that the stent was partially dislodged at the distal portion and the stent struts raised. The procedure was completed with another of the same device. No complications were noted and patient's status is stable.